Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and anxiety.

Event description:
Healthcare professional reported right side "capsule contracture baker grade 3" and implant exchange "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
G.3 for initial emdr-00354 was inadvertently left blank, the correct date for g.3 in emdr-00354 is 06/apr/2021. Device evaluation: analysis of the returned device identified: weight to the spec, opening curved on radius and brown particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.

Event description:
Healthcare professional reported right side "capsule contracture baker grade 3" and implant exchange "due to voluntary recall." Device has been explanted and replaced.